Event description:
Adverse event: interrupted procedure. Malfunction: bed-fuse, lost tracking at 44%. A user facility reported that, due to pt movement, they lost track at 44% of the surgery completed. The procedure was completed on the eye without issue; however, the bed would not move to switch eyes. They discovered the line fuse for power to the bed was blown. The customer replaced the fuse and continued with surgeries.

Manufacturer narrative:
Determination of root cause: assessment: during the on-site evaluation, the territory manager (tm) could not verify any issues with the bed. To address the issue, the tm replaced the fuses with 3.15a 250v rated fuses. He then performed full function test for the bed and found no problems. He also completed a successful system verification to specifications. Conclusion: based on the results of the investigation, a definitive root cause could not be determined. (B) (4)